Manufacturer narrative:
Evaluation results: one cadd-solis vip was returned for investigation. The tamper seal was missing and there was some slight contamination around the dso seal. A review of the event history log did not reveal 46002. The error code was in the error register however. The investigator thought that the error code was left over from the last repair. The investigator was unable to determine a root cause for the product problem as it could not be confirmed. The dso sensor was replaced as a preventive measure.

Event description:
It was reported that the pump gave error code 46002. No patient injury or complications were reported in relation to this event.